Event description:
It was reported that the patient received a posterior cervical revision surgery for blockers that backed out/loosened.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment results: the device was confirmed via the xray to have backed out of the screw head. The visual examination of the blockers showed two blockers with rod indentations 180 degrees from each other, consistent with proper torquing and a stable construct. The remaining four blockers exhibited only one rod indentation marking indicating lack of proper torque. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the likely root cause is inadequate (unilateral) initial fixation in conjunction with the reported fall that the patient experienced.

Event description:
It was reported that the patient received a posterior cervical revision surgery for blockers that backed out/loosened.